Manufacturer narrative:
Correction fields: h6. Device codes.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) was inappropriately sensing atrial activity. The lead exhibited cross talk. Technical services (ts) was consulted and suspects the right ventricular (rv) lead is too close to the atrium and recommended considering a defibrillation threshold (dft) test. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) was inappropriately sensing atrial activity. The lead exhibited cross talk. Technical services (ts) was consulted and suspects the right ventricular (rv) lead is too close to the atrium and recommended considering a defibrillation threshold (dft) test. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) was inappropriately sensing atrial activity. The lead exhibited cross talk. Technical services (ts) was consulted and suspects the right ventricular (rv) lead is too close to the atrium and recommended considering a defibrillation threshold (dft) test. The device remains in service. No adverse patient effects were reported. Additional information was obtained, the device exhibited right ventricular (rv) lead intrinsic amplitude out of range.